Event description:
It was reported to philips that the customer called to ask the cost of sending the device to the bench to have the processor pca replaced. The customer did not indicate why the part needed to be replaced. There was no reported patient involvement.